Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: (B)(6).

Event description:
It was reported that log files were submitted for review and displayed a string of power cable disconnects and no external power alarms while tethered on the mobile power unit (mpu). These events appeared to be caused by power to the mpu being interrupted. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. Data from the reported event dates of 08apr2024, 09apr2024, and 12apr2024 was reviewed, and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on 08apr2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. Low voltage hazard alarms were also observed on 09apr2024 while the mpu was in use. These alarms were caused by a similar loss of ac power condition and resolved within a few seconds when power was restored. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The mpu¿s serial number was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.